Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of extension sets had issues with holes. The home patient stated that "when priming, it did not work as there were holes in the tube". This was identified during use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.